Manufacturer narrative:
Because the end-user is reporting the same issue for the same lot, production records for lot 45352 were again inspected. There were no abnormalities found when reviewing the production records. A trend analysis was conducted to see if there were similar complaints involving lot 45352. No trend was identified. No malfunction/abnormalities were detected.

Event description:
End-user called in reporting that needles are bending when administering insulin shot. Custome called in previously reporting the same issue for the same lot.